Event description:
Information received from a patient reported that they wanted to get their implantable neurostimulator (ins) reprogrammed as it has not been working quite as well. The patient stated that they had an appointment on (B)(6) 2016 with a manufacturer representative and will follow up then. Additional information provided on (B)(4) 2016 reported that the patient's ins was not working in the same place. It was noted that the issue began about a month prior to the date of this report. Indication for use is non-malignant pain.

Event description:
Additional information received from the consumer reported that they had not taken steps to resolve the device not working as well yet. The issue with the device not working as well had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.